Manufacturer narrative:
The field representative pulled the system logs and reported that the mobile view station (mvs) and navigation system may have lost their connection which could have caused the reported event. It was also reported that once the communication between the mvs and the navigation system was reestablished, the issue was resolved and did not recur since. No parts were replaced or returned and no further issues were reported.

Event description:
A site representative reported that, while in a spinal fusion procedure, they could not transfer the 3d spin taken to the navigation system. Manual transfer was also unsuccessful. The imaging system was restarted along with the navigation system but then the navigation system displayed 'wireless tracker not visible'. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the navigated image acquisition became non-navigated due to a command sequence abort request. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.